Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause complaint was not determined. The lot number is unknown; therefore, a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error (se) 2240 that occurred during dwell 4 of 4. Per the care giver (cg) she turned off the hc and finished the therapy with a manual bag. The cg cleared the cassette and bag off the hc. There was patient involvement. No patient injury or medical intervention was reported. During follow up the care giver stated that she contacted the peritoneal dialysis nurse (pd rn) the night of the alarm, but the pd rn was not aware of what that particular alarm was. The cg stated they did not start over with new supplies that night, the hp (home patient) finished with manuals. The cg stated she will let the pd rn know that the alarm means there was air in the set. The cg stated the hp resumed therapy the following night on the cycler with no problems. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.